Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was not pumping correctly. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens, and a cracked dso seal. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the out of specification expulsor was the root cause. The service history review identified no indication that the complaint was related to a service of the device within the review period.